Event description:
It was reported that during a breast biopsy, when attempting to take a sample by transitioning the cutter knobs forward, and the cutter knobs were hard to push forward and retract. The doctor retracted the probe from the breast and tried a different probe, reinserted the probe, attempted to take another sample and the cutter knobs still wouldn't transition forward or backward. The doctor decided to abort the case and reschedule the pt for another day when a loaner driver can be attained. No pt consequence was reported.